Event description:
It was observed during the device inspection, that due to the clogging of the nozzle, the gastrovideoscope water supply volume does not meet the standard value. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A cause could not be identified. Based on the investigation results, no nonconformance's were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.